Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in a fistula. A 14-4/5.8/75 xxl vascular balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured. A portion of the balloon was detached inside the patient and a snare was used to successfully remove the detached portion. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received inserted through an introducer sheath. Also received for analysis was a guide catheter and the distal section of the xxl device on a guidewire and a snare device. An examination of the xxl device confirmed a break in the shaft and a balloon longitudinal tear with complete circumferential tear. The break in the shaft was located at 4mm distal to the distal edge of the distal markerband. A complete balloon circumferential tear occurred approximately 32mm proximal to the tip. A longitudinal tear was noted in the distal section of the balloon circumferential tear. The longitudinal tear stretched from the site of the circumferential tear and it extended distally along the balloon for a total length of 20mm. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in a fistula. A 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured. A portion of the balloon was detached inside the patient and a snare was used to successfully remove the detached portion. No patient complications were reported and the patient's status was fine.